Event description:
It was reported that the PICC was inserted to patient (B)(6) 2018, for cancer treatments. On (B)(6) nurse have realized some blood under the film. It was stat on the (B)(6) during flushing all came out from the in the catheter side (4cm marked there)and a hole was found. Catheter was 5 cm out from skin.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l powerpicc catheter. The sample contained usage residue throughout. Gross visual evaluation confirmed the presence of a longitudinally-aligned split in the catheter tubing near the 6cm depth marking. Microscopic examination of the split site revealed a smaller, circumferentially-aligned, split leading out of the larger longitudinal split. Further review revealed the presence of superficial abrasive scratches and wear surrounding and leading into both splits. This type of damage is characteristic of abrasive contact with another object, which eventually resulted in a split in the catheter shaft. Furthermore, the complainant had indicated that the time between insertion and leak discovery was approximately 11 days which suggested that the catheter had functioned as intended for a period of time following insertion. No potential manufacture contribution to the event was discovered during the evaluation.

Event description:
It was reported that the PICC was inserted to patient (B)(6) 2018 for cancer treatments. On (B)(6) nurse have realized some blood under the film. It was stat on the (B)(6) during flushing all came out from the in the catheter side (4cm marked there)and a hole was found. Catheter was 5 cm out from skin.